Manufacturer narrative:
Additional information was received that the event is not related to the device and is related to the patient's arthritis.

Event description:
A report was received that the patient may have noticed increased neck pain since receiving sub-perception programs. After reviewing the patient's x-rays and medical history, the physician assessed that the pain was not related to the sub-perception programs. The physician also noted that the patient had previously complained of similar pain when the patient first received his implant. The physician prescribed a cream for the pain.

Manufacturer narrative:
.

Event description:
A report was received that the patient may have noticed increased neck pain since receiving sub-perception programs. After reviewing the patient's x-rays and medical history, the physician assessed that the pain was not related to the sub-perception programs. The physician also noted that the patient had previously complained of similar pain when the patient first received his implant. The physician prescribed a cream for the pain.